Event description:
The lead was deactivated on (B)(6) 2011. This product experience report is for st jude lead 1688tc/46cm sn:(B)(6), and stj lead 1346t/52cm sn: (B)(6). The patients thresholds went from 1.25v to 3v @ 0.4ms in the atrium and 0.75v to 2.75v @0.4ms in the ventricle. Md elected to replace with bsc. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)